Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components.

Event description:
It was reported that the patient underwent a laparoscopic ventral and inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, after the ninth firing, the white tip came off the device intracorporeally. The tip was retrieved laparoscopically and set aside with the device. The procedure was completed with another like device with no patient consequences reported. No further information is available.